Event description:
During the radio frequency nerve ablation procedure an error message appeared on the baylis pain management generator notifying the physician that the circuit had been interrupted. The physician then verified the position of the cannula by x-ray and noticed that the tip of the cannula had broken off. The physician terminated the procedure and took another x-ray of the pt two hours later. Follow-up and x-ray confirmed that the tip had not migrated. The physician concluded that there was no risk of the tip migrating. The physician stated that the pt was fine. The physician mentioned that he has been using the baylis rf cannula for over two years and compared to past procedures, this procedure required a lot of maneuvering and twisting in order to position the cannula.

Manufacturer narrative:
During manufacturing the device had undergone a series of inspections and tests to verify and validate the performance. The physician stated that compared to previous procedures performed with the bmc rf cannula, this procedure required a lot of maneuvering to position the device. The manufacturer will continue to monitor these types of incidents for trend analysis.